Event description:
It was reported that the patient was seen in the hospital due to a syncopal episode. Interrogation of this pacemaker with a programmer noted the device had reverted to safety mode. The root cause of the syncope was found to be related to the operation of the device in safety mode, which, resulted in oversensing and pacing inhibition with greater than two seconds of asystole. A device replacement procedure was planned for the following day. Surgical intervention was undertaken. During the procedure, the insulation on the right atrial (ra) lead was showing signs of decay. The field representative contacted technical services (ts) to inquire about plugging the atrial port of the replacement device as the patient is in chronic atrial fibrillation (af). Ts discussed the option of plugging the atrial port and programming the device to vvi with atrial daily measurements off, or implanting a single chamber device. This device was explanted and replaced, and the ra lead was connected to the header of the replacement device and remains in service. No additional adverse patient effects were reported. The device is in hospital possession at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy was not available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient was seen in the hospital due to a syncopal episode. Interrogation of this pacemaker with a programmer noted the device had reverted to safety mode. The root cause of the syncope was found to be related to the operation of the device in safety mode, which, resulted in oversensing and pacing inhibition with greater than two seconds of asystole. A device replacement procedure was planned for the following day. Surgical intervention was undertaken. During the procedure, the insulation on the right atrial (ra) lead was showing signs of decay. The field representative contacted technical services (ts) to inquire about plugging the atrial port of the replacement device as the patient is in chronic atrial fibrillation (af). Ts discussed the option of plugging the atrial port and programming the device to vvi with atrial daily measurements off, or implanting a single chamber device. This device was explanted and replaced, and the ra lead was connected to the header of the replacement device and remains in service. No additional adverse patient effects were reported. The device is in hospital possession at this time. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.